Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that a latitude red alert was received from this system due to a high shock impedance measurement. No adverse patient effects were reported.